Event description:
The pt reported that she had experienced a warm, burning sensation at the pocket that only occurred during recharging. She had been burnt during recharging; the hcp had indicated she displayed signs of a burn. The area was red and purple and had looked bruised "similar to a hicky". The symptoms had started after replacement with a rechargeable system in 2007; the affected area had matched the size and round shape of the recharged product. She had recharged twice since then, both times she had experienced symptoms at the ins implant site. The second time she recharged, the area of her skin that was affected "wasn't as big as the first time recharging." At follow-up, the pt had been checked for signs of infection (date was not provided); the pt "had been told there is inflammation due to the way the ins is positioned, but not anything else." The pt recharged with a rib wrap for use "because of the way the hcp thinks the ins is positioned in the body." The pt was advised to place a thermometer between the recharger and her skin when recharging to see if the temperature reached is higher than the safety feature, which shuts down the recharger at temperatures of 101 degrees f. The pt's status had been undetermined; she was redirected to report symptoms to the physician. She anticipated follow-up with the hcp in the 2008, timeframe. Add'l info has been requested from the physician.